Manufacturer narrative:
An investigation was performed and it was determined that the connector would be modified to improve insertion characteristics.

Event description:
The reporter indicated that at implant, the atrial lead was difficult to insert into the atrial ls1 port. After applying silicone oil, it was possible to get the lead in the header.